Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's pacemaker exhibited an error message. No intervention was performed. The patient condition was unknown.

Event description:
New information received noted that the patient presented to the clinic for a follow-up. Initially, the pacemaker could not be interrogated, and an error message appeared. However, it was eventually interrogated safely. The patient was in stable condition.